Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the cardiac resynchronization therapy defibrillator (crt-d) implant procedure, the device atrial port setscrew did not work correctly during insertion of the pin plug. The setscrew could not be tighten to full torque specifications, and the clicking from torque wrench was not heard. It was also reported the setscrew could not be loosen. The pin plug stuck inside the atrial port. The crt-d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.